Manufacturer narrative:
The pump was received with a corroded battery tube and passed the active current measurement and self test however, the pump was received with high sleep current. The trace and history files were successfully downloaded using thump. The power management graph confirmed that the battery depletes faster than expected. Customer experienced an unexpected power loss of less than 7 days per the pump history records. No unexpected battery failed alarms noted. Battery cycle 14.0 received the lowbatteryalert (104) on 08/19/2025 20:12:00 faster than expected at 2.29 days. Battery cycle 13.0 received the lowbatteryalert (104) on 08/17/2025 11:01:00 after more than 7 days at 12.13 days. Battery cycle 11.0 received the lowbatteryalert (104) on 08/05/2025 06:57:00 faster than expected at 2.54 days. The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), vibrate harness assembly, motor, and force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: corroded battery tube, scratched case, cracked select button keypad overlay, stained keypad overlay, missing serial number label, pillowing keypad overlay, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. Unexpected battery power loss/low battery life is confirmed due to a corroded battery tube and moisture damage on the electronics. Found a corroded battery tube during an initial inspection. The battery failed alarm complaint is not confirmed. Cosmetic damage (crack) on the battery compartment and battery tube threads is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the pump had a crack and received an insert battery alarm. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for damage, and the customer reported damage to the battery tube side. The customer also reported that the functionality was affected. Troubleshooting was performed for replace battery alarm and the customer stated that no damage to the battery cap. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884l was requested, and the customer responded that the device would be returned.